Event description:
It was reported that the pt was seen for revision surgery as a post op x-ray had suggested that the electrode had moved following surgery. It is understood that at the revision surgery the outcome was that the pt was explanted and reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.